Manufacturer narrative:
E1- facility name: (B)(6) medical center. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion sheath is twisted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: internal blade (flexible shaft) did not operate normally because the insertion sheath was twisted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the tip of the ultrasonic probe was extended 2 to 3 cm during an unspecified procedure. The procedure was completed using a different device. There were no reports of patient harm.